Event description:
This patient was undergoing a stent placement within non calcified, tortuous vessel and unknown percent stenosis of the superficial femoral artery, via contra-lateral approach. The smart control was advanced to the lesion, however, resistance was felt between the smart control and the vessel and the stent started expanding. This unit was removed from the pt's body. The product was prepared per the IFU. There was no adverse consequence to the pt. Reportedly, it was unknown if the lesion was pre-dilated. The stent delivery system appeared normal when removed from the package and inspected prior to use. No negative preparation occurred outside the pt's body prior to inserting the product into the vessel. Size 6f j shape sheath was used. The stent delivery system behaved normally as it passed through towards the lesion. There was resistance felt at 60 cm of the stent delivery system. After the resistance was felt, the stent started to release although the pin was locked. It was unknown how much the stent expanded. No other info was available.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Add'l info will be submitted within 30 days upon receipt.